Event description:
Harmonic generator did not recognize the reprocessed harmonic ace shears. Message "reactivation required" resulted in re-starting the process. Procedure then more laborious and slower to complete. Manufacturer response for adaptive tissue technology advanced hemostasis large vessel sealing, reprocessed harmonic ace shears (per site reporter): e-mailed rep.